Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review for the subject device lot has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that during reaming with the reamer-irrigator-aspirator (ria) the connection between the ria drive shaft and the ria medullary reamer head had been destroyed. A lot of fragments were generated. All broken off pieces could be removed from the patient except one was not found. It is not known if this broken off piece was left in the patient or not. The surgery was prolonged approximately 30 minutes due to the reported event. Concomitant reported part: 1x ria tube assembly (part and lot unknown). This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Manufacturing location: supplier - (B)(4), packaged by: (B)(4). Manufacturing date: april 22, 2015. Supplier certification confirm that the material component met certification test values. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the overall complaint condition is confirmed as the reamer head was received with three of the four proximal prongs broken off and the ria drive shaft was received with the distal tip broken off. All broken off parts were returned for investigation. The review of the production histories revealed that both instruments were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Unfortunately the exact cause of failure cannot be determined; however the failure mode is consistent with a mechanical overloading. Although the exact cause cannot be determined, this complaint condition is likely a result of a mechanical overload; the complaint is determined not to be a result of a detected product related deficiency. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.